Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. Although unconfirmed, the most likely cause was a hardware issue since the log files suggested an issue with the graphics card.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect computer. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that during a training course with the microscope interface, when navigating, the software exited unexpectedly. After the navigation system re-booted itself, it was possible to access to cranial application and continue navigating. No further details regarding this issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted up first time normally. The computer was ran over extended period with multiple reboots to monitor for unexpected behavior. There were no faults, hdd errors, or ram errors reported. The computer passed testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the computer for the navigation system on (B)(6) 2016. The navigation system then passed the system checkout and was found to be fully functional.